Manufacturer narrative:
Corrections: section b: b1: updated to serious injury as it was omitted as the initial submission. B2: updated as it was omitted as the initial submission. B3: updated the date of event to reflect the correct date that was incorrectly recorded on the initial submission. Section d: d4: updated the expiration date that was recorded incorrectly on the original submission. Section h: h1: updated type of report to reflect serious injury. H4: updated the device manufacturer date as is was incorrectly recorded on the initial submission. The device investigation has been completed and the results are as follows: DHR results:the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the complaint cannot be replicated; and there were no nonconformities identified. Investigation methods/results: the implant was returned visually inspected and verified to be an inclusive tapered implant 5.2 x 8mm implant using radiographic template. There was no defect or non-conformity observed. A healing abutment was screwed into the implant. Investigation results: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failed implant is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the failure of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
The dentist reported that the implant failed to osseointegrate after the clinical procedure. The implant was placed at tooth location#30 and was explanted after being loose. However, no other adverse events were reported and the current status is reported to be satisfactory. The DHR was reviewed based on the provided lot number and no discrepancies were noted in any of the processes involved in the manufacturing of the implant itself. Also, there was nothing abnormal noted with the implant itself. The complaint part is yet to be returned for investigation . A follow up report will be submitted upon completion of the evaluation and investigation. However, failure to osseointegrate is a well known inherent risk of the implant procedure.

Event description:
The dentist reported that the implant failed to osseointegrate after the clinical procedure. The implant was placed at tooth location#30 on (B)(6) 2016 and explanted on (B)(6) 2017. The patient had type iii bone with slight general bone loss. The implant was placed in a previously grafted site and granulated tissue was noticed around the implant. The implant site had no infection. No serious injury was reported and the patient status is reported to be satisfactory without any pre-existing conditions. Also, no abnormalities were noted with the implant itself.